Event description:
Event description guidant received information that during a routine follow-up appointment, an interrogation of the implantable cardioverter defibrillator (ICD) found the tachy mode to have been programmed off and the 'change tachy mode w/magnet' feature was programmed off. The last ICD interrogation was on may 6, 2005.